Event description:
During an arterial access, the wire was being advanced through the needle when the physician noticed resistance. The physician pulled the wire back through the needle and found the wire had begun to unravel. The needle and wire were removed together. No harm or injury to the patient was reported. The customer commented that the needle was "too sharp and causing the wire to uncoil."

Manufacturer narrative:
The suspect device was not returned for evaluation. Since a lot number was not provided, a review of the device history record and complaint history could not be performed. The complaint could not be confirmed. If any new information becomes available, a follow-up report will be submitted.